Manufacturer narrative:
Product evaluation: a product evaluation/investigation was not performed as no products were returned. Manufacturing record review: a product manufacturing record review could not be performed as serial numbers of the lenses were not provided/known. Labeling review: the directions for use (dfu) for the tecnis zct lens series were reviewed. The dfu adequately provides instruction and precautions for the proper use and handling of the intraocular lenses. No product was returned, a manufacturing record review was not performed as no serial numbers were provided; therefore, the customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The issue was received on october 7, 2015; however, the exact date of the event is unknown, not provided. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that with this intraocular lens (iol) the haptics stick to the optic and it lasts a few seconds. The account noticed this situation already for some time and the doctor has seen 30 or more of this iol problem with not only the zcb, but also with the aab00 and sometimes the zct, but not as many. There was no patient injury reported. The account reported an unspecified number of observations of the iol haptics sticking to the optic with three different lens models. This report is three of three and is to capture the complaints specifically against the zct lens.